Manufacturer narrative:
The evaluation of the returned component compared to the 10 pieces that were tested to failure indicates that the piece that broke during surgery was driven over a bent guide wire which is specifically cautioned against in the surgical procedure. This was not the surgeons first time utilizing this product and an in-service had been conducted for the doctor and the staff in the past.

Event description:
The facility contacted the sales rep and indicated that a 3.0x24mm go-ez screw broke during surgery and the countersink they had was dull. The parts were returned to biopro for evaluation. The head of the screw had come off while the screw was being inserted into the bone.